Event description:
Procedure: lobectomy. According to the reporter: normal closing and firing of the instrument over a pulmonary side artery but when opening the loading unit the main pulmonary artery tears near by the staple line. Surgeon said that no tissue was grasped when he fired the instrument instead of the side artery. Time to convert and to stop the bleeding of the main pulmonary artery (3 litres) needs 1-2 hours. Stopping the bleeding first with a swab and after converting with a running suture. Extension of op by more than 2 hours, extension of incision by more than 1 inch, change from endoscopic to open surgery, no reinforcement material used.

Manufacturer narrative:
(B)(4).